Manufacturer narrative:
The company rep examined the system and replaced the ultrasonic (u/s) controller printed circuit board (pcb) for diagnostic purposes. The system was then tested and met product specs. The replaced u/s controller pcb was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported experiencing low or no power during cataract surgery. There was a delay of 15 minutes, and the surgery was completed the same day with no harm to the pt. Add'l info has been requested.